Manufacturer narrative:
The device passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and five motor error alarms were noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.